Event description:
It was reported that "it was impossible to remove the cvc. Then it was removed by 10cm but 5cm remained (seen on ultrasound, there was a cluster preventing to remove the cvc from the jugular vein). Absence of anti-coagulants. Heparin treatment was stopped the night before. Patient sent to operating theatre to remove the part of the cvc.we noticed the presence of a small bump at the end of the cvc".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of catheter body bulged/ballooned was able to be confirmed as the photo revealed a bump/bulge near the distal end of the catheter body. This bulge is likely what resulted in the catheter separation during use. However, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. R & d engineering was consulted as part of this investigation. R & d engineering stated that bulging of the catheter body is typically indicative of over pressure during use. The IFU provided with this finished kit states , "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury.". However, since the sample was not returned for investigation, no conclusions can be made about the root cause of this event. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury." The complaint of catheter body bulged/ballooned was able to be confirmed as the photo revealed a bump/bulge near the distal end of the catheter body. This bulge is likely what resulted in the catheter separation during use. However, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. Since the sample was not returned for investigation, no conclusions can be made about the root cause of this event. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). UDI number unavailable as complainant did not report a lot number. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "it was impossible to remove the cvc. Then it was removed by 10cm but 5cm remained (seen on ultrasound, there was a cluster preventing to remove the cvc from the jugular vein). Absence of anti-coagulants. Heparin treatment was stopped the night before. Patient sent to operating theatre to remove the part of the cvc. We noticed the presence of a small bump at the end of the cvc".